Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in the operating room for device upgrade. During implant of the left ventricular lead, the patient suffered pericardial effusion and was confirmed under fluoroscopy. The lead was not implanted. The patient was stable post operation.